Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked solution from the female connector; further described as ¿the solution flows out of the end of the transfer set¿. This occurred during use of the device for peritoneal dialysis therapy, after filling the solution and closing the transfer set. There was a defect with the "mechanism of the catheter" (twist clamp) and the set continued to leak with the minicap on. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.